Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that whist using the cut function, the electrode loop broke apart. The physician also reported when this occurred, he felt an electric shock. However, the reporter said this was unlikely as the physician was scrubbed and wearing gloves.